Manufacturer narrative:
The t:slim g4 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. Additionally, the customer was not following the procedures of the load process properly and was adding insulin to a pre-filled cartridge. The customer reloaded the cartridge successfully and received an accurate fill estimate. In addition, the customer reported when attempting load a cartridge with 300 units of insulin, the customer felt resistance. The customer was able to complete the load process successfully and resume insulin delivery. The customer's blood glucose level was 176 mg/dl.